Manufacturer narrative:
The device was returned for analysis. The reported entrapment of the device could not be replicated in a testing environment due to the condition of the device and it is based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, when attempting to remove the proglide device from the patient anatomy, it could not be removed. A cut down procedure was performed to remove the device and the artery was surgically closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.